Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed recurrent alert 65 indicating an audio malfunction, described as audio over/under current with the alarm not audible, occurring three times over two days; blood glucose was reportedly unaffected, and the device was replaced. Symptoms included no adverse clinical effects. Outcomes included no impact on health status and no medical intervention or hospitalization. Investigation included collection of event details, and receipt and inspection of the returned device. Investigation of this case revealed an audible alarm failure consistent with an electrical or speaker subsystem issue, and the replacement unit was provided while the user continued cgm monitoring separately. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the audio output circuit.